Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the neutraclear valve was attached to a central venous pressure (cvp) 3-way stopcock. The rn began to assess the central venous line blood return and noted that the neutraclear was broken. There was no patient harm.

Event description:
The customer reported that the neutraclear valve was attached to a central venous pressure (cvp) 3-way stopcock. The rn began to assess the central venous line blood return and noted that the neutraclear was broken. The neutraclear had been in use for 2 days. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the neutraclear connector broke was confirmed. The connector was visually inspected and it was observed that a portion of the male luer collar had broken off into two pieces. The root cause of the customer's report was not identified. The mating device was not returned for investigation.

Event description:
The customer reported that the neutraclear valve was attached to a central venous pressure (cvp) 3-way stopcock. The rn began to assess the central venous line blood return and noted that the neutraclear was broken. The neutraclear had been in use for 2 days. There was no patient harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.